Manufacturer narrative:
The reported issue of the autopulse displayed "system error, out of service, revert to manual CPR" error message was confirmed during the initial functional testing. The defective processor board was replaced to remedy the fault. Following the repair, the autopulse passed all testing successfully with no issue or faults observed. During visual inspection, both patient head restraint brackets were noted to be cracked, unrelated to the reported issue. Restraint brackets were replaced. The autopulse platform is a reusable device and was manufactured in 2011 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. Review of the archive showed (latch error 136 - internal parameter corrupted), thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4) .

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, the autopulse platform (B)(4) was displaying error message "system error, out of service, revert to manual CPR". No patient involvement was reported.